Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced an e315 unsupported scope error, the scope was attached and when the mouthpiece of the water jet was attached water flowed backwards when the error displayed. The issue occurred during preparation for use, the intended diagnostic procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, there were no auxiliary water supply issues. However, the device evaluation found that an e315 unsupported scope error occurred due to corrosion on the endoscope connector. Additional findings include the following: water tightness was lost due to damage on the up / down knob, the light guide lens had a crack, the universal cord was sticky, the control unit had discoloration, the scope connector / control unit were dirty due to the water leakage, the adhesive on the bending section cover had a crack / chip, the up / down knobs could not be locked securely due to wear of the forceps elevator lever, the up / down knobs were out of the standard value due to wear of the angle wire, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The following had a scratch: scope connector cover unit, right / left / up / down knobs, forceps elevator lever, forceps elevator knob, flexibility adjustment ring, switch box, scope cover, scope connector, grip, control unit, plastic distal end cover, and the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the e315 unsupported scope error was caused due to failure of the internal circuit board of the video connector. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.